Event description:
It was reported that the patient presented in clinic for initial right atrial (ra) lead implant procedure. During procedure, it was noted that the helix of the ra lead failed to extend and was suspected to be fractured. The ra lead was not implanted, and a replacement was implanted on (B)(6) 2026. The patient was stable throughout.